Manufacturer narrative:
A ge service representative performed an onsite investigation. The grommet on the interconnect cable was tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not able to perform x-ray and shut down during a procedure. No patient injury was reported.